Event description:
Report rec'd of a tubing separation resulting in a chemotherapy spill. It was reported that a pt was receiving a 150 cc infusion of an unspecified chemotherapeutic agent. The infusion was initiated without problems. Immediately after the medication infusion began, it was noted that the tubing separated from the spike "as if there was insufficient glue" and fluid spilled onto the floor. The amount that spilled was unknown, but was cleaned per the hospital's chemotherapy spill protocol. There were no skin contamination issues reported. The set-up changed and the infusion resumed with no further problems. There were no reported adverse pt effects. Add'l info was requested but not further info was provided.